Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: a patient order was compounded but the pump did not dispense any dextrose to the final container. It was stated that the patient order was completed successfully and declared in range by the software, yet the compounding activity report showed zero (0) dextrose was dispensed. The final container was scrapped.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The logs and a compounding activity report were provided for evaluation. From a log file review, apex plans to do the dextrose dispense as a manual addition. This means to complete the order the dextrose would have needed to be added manually. The order status would be "pending" until that was done. From the logs, it shows that at 11:46am, the user selected the option to always manually add this solution for dextrose. Once they do this, apex will automatically assign dextrose as a manual addition. The way to have the software forget the "always manually add" designation is to restart the software. In the next version of software, which is released and the end customer has plans to adopt, there is an "are you sure" message if the user checks the "always manually add" checkbox in the future. A follow up will be submitted when the investigation results become available.